Event description:
Additional information was received from a patient. Pt reported that they had their spinal cord stimulator replaced yesterday.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown b3: event date is a best estimate. Month and year of the event are confirmed to be accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they needed to speak to someone because their spinal cord stimulator was not responding, was not charging, and was not doing anything. Patient said they went to their pain doctor yesterday and they thought the lead was malfunctioning and needed the patient to get in contact with the rep to see if they could help. Patient also said they were getting no device found when trying to charge the implanted device. Patient did not have their equipment with them at the time of the call to troubleshoot. Patient will call back once they have their external equipment for further troubleshooting. Patient stated this issue first started in (B)(6) when they had an unrelated surgery.